Event description:
Ligasure device would not open during use; "jaws" would not open. No delay in case; another device obtained and used without incident.======================manufacturer response for tissue fusion instrument, ligasure impact (per site reporter).======================we plan to return to rep for evaluation.what was the original intended procedure?organ retrieval.